Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospital visit and high blood glucose levels. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital due to high blood glucose levels. Despite good faith attempts to obtain additional details regarding medical event, no further information was provided.